Manufacturer narrative:
Additional information can be found in the following: model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes and additional MFR narrative. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the investigation. Failure analysis confirmed the instrument to have a broken grip. Approximately 0.680 of one jaw was broken off and was not returned with the instrument. Additionally, the yaw pulley cover on the same side as the broken grip was found to have a 0.175 x 0.104 size piece broken off. The known common cause for both failures is due to mishandling/ misuse. Based on failure analysis investigation, this is now deemed a non-reportable event. The known common cause for the reported failure is mishandling/ misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the part for evaluation by internal failure analysis. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted incisional hernia repair procedure, it was reported that a piece broke off the fenestrated bipolar forceps instrument and fell into the patient. The piece was removed from the patient and discarded. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported issue could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted incisional hernia repair procedure, one of the blade/leg of the fenestrated bipolar forceps instrument broke off and fell into the patient. The piece that broke off was removed from the patient and discarded. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The piece broke off towards the middle of the procedure. There was no report of post-procedural complications.